Event description:
It was reported the lead tip was bent and there was an out of box failure. The bent lead was not implanted. Follow up indicated the patient was doing well.

Manufacturer narrative:
(B)(4).